Event description:
It was reported that the unit failed preburn in. Also, when the defib charge button was depressed, the unit would not charge. No patient involvement - internal observation.

Manufacturer narrative:
The device has been received but additional time is required to complete the investigation. A supplemental will be submitted upon completion of the investigation.